Event description:
Customer reported the uom on their unlocked freestyle meter had changed. It appears from the information provided, the meter has very likely suffered from the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.